Manufacturer narrative:
(B)(4). Device evaluation summary - x-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 2, and minimal calcification on leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm near commissure 2 at the outflow aspect. Leaflet 2 had a 4mm tear near commissure 2. Calcification was evident near the tear. Incidental findings: host tissue fragments. Calcification was seen on the fragments. The reported frozen leaflet and stenosis were confirmed as secondary to calcification of the leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of an explanted aortic pericardial valve. It was reported that the left coronary leaflet was frozen. The other two (2) leaflets appeared fine. The valve was explanted and a new magna ease 3300tfx21mm was implanted. Significant patient medical history included type 2 diabetes mellitus, stage 2 chronic kidney disease, hypertension, hyperlipidemia, and non-obstructive coronary artery disease. Tee showed severe aortic stenosis.